Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 due to an alleged infection. The patient got into a car accident which opened their incision and it became infected. During the revision surgery, the following eleos implants were revised: distal femur, male-female midsection, poly spacer, tibial hinge component, and distal femur axial pin. The following eleos implants remain implanted from the patient's previous surgeries: cemented segmental stem, canal-filling stem extension, and tibial baseplate. The surgeon used antibiotic cement. No additional information regarding this event has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. Multiple mdrs were reported for this event: #3013450937-2021-00315; #3013450937-2021-00316; #3013450937-2021-00317; #3013450937-2021-00318; #3013450937-2021-00319; #3013450937-2021-00320; #3013450937-2022-00084. The following mdrs were also submitted for this patient: #3013450937-2021-00264; #3013450937-2022-00076; #3013450937-2022-00077; #3013450937-2022-00078; #3013450937-2022-00079; #3013450937-2022-00080; #3013450937-2022-00081; #3013450937-2022-00082; #3013450937-2022-00083.